Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) nurse reported the pd patient was admitted to the hospital on (B)(6) 2015 due to congestive heart failure. The patient was transferred to the inpatient rehabilitation unit on (B)(6) 2015. Medical records were requested.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.